Event description:
Pt reported that insulin is turning into gel (a vaseline-like texture) halfway through the use of the insulin cartridge. Pt thought device could be heating up and negatively affecting insulin. Pt has also experienced high blood glucose (in the 500's [mg/dl]), but no treatment was received. Device also generated some occlusion errors. Pt switched to back-up device.